Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 29-year-old hispanic/latino female patient underwent a primary breast augmentation surgery with a 425cc mentor memorygel breast implant. Post-operatively, the patient experienced discomfort and pain of the left breast. The patient reported that the pain was more pronounced when bending and sleeping on her left side. She received an ultrasound, but the results were not disclosed to mentor. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On march 02, 2023, mentor received additional information. Mentor became aware that the patient experienced a rupture of her left prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 22, 2023, mentor received additional information. Mentor became aware that the patient is scheduled for removal on (B)(6) 2023. As such, serious injury is no longer applicable. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Date of explant: (B)(6) 2023. Reason for device explant and/or reoperation: breast pain, rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 20, 2023, mentor received additional information. Mentor became aware that the patient's surgery was canceled. At the time of this report, mentor has no information regarding a new date of explantation. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. As such, medical device removal is no longer applicable to the file. If additional information is received in the future, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).